Manufacturer narrative:
Additional information received: the child's treated tooth has now fallen out and has not affected them. The packaging for the device has been discarded and no record of the lot #. At the time of treatment, the file had been use 7-8 times. The doctor has been informed to reduce the number of uses and to check the instrument before use. This is a follow up report for this additional information. Investigation results involved product that broke during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch # 04.06.2024 turns to have no corresponding in our system. Right batch number being unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (as it seems to be the case here), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Please moreover note that waveone instruments are single use items which must not be reused.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, an unk maillefer/waveone file broke during use. While the doctor was operating the child felt pain and the doctor stopped immediately and performed a x ray of the oral cavity, which showed that the broken part was left in the child's tooth, and was unsuccessful in removing it out by various means. The broken part was left in child's milk tooth. There was no mention of patient's injury afterwards.